Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 18-jan-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of this incident, it was determined that the device was not communicated to the server. A field service engineer talked to the customer and worked with site information technology (it). It resolved their network issues. The system functioned as intended after customer resolved the issue.

Event description:
It was reported that when using the bd pyxis¿ anesthesia station es, the device was not communicating with the server. Customer observed a warning message indicating that communication could not be established. As a result, the pyxis refill report was not updated, causing delays in medication delivery. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.